Manufacturer narrative:
H6: investigation summary a complaint of solution leaking out due to drip chamber separating was received from the customer. Photos of the packaging as well as the separated set were sent by the customer. The defect was confirmed. Tubing separated at the drip chamber, and does not seem to be damaged. A device history record review could not be performed on model cm42500e-07 because the lot number is unknown. A trend for this separation issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set tubing came apart at the drip chamber and leaked out medication. The following information was provided by the initial reporter: "it was during prep for a case so there was no patient involvement. I spiked the IV bag with the tubing and as I hung the bag on the IV pole the solution came pouring out because the tubing had come apart at the bottom of the drip chamber".

Event description:
Hold for cs 02.03it was reported that the bd alaris¿ smartsite¿ gravity set tubing came apart at the drip chamber and leaked out medication. The following information was provided by the initial reporter: "it was during prep for a case so there was no patient involvement. I spiked the IV bag with the tubing and as I hung the bag on the IV pole the solution came pouring out because the tubing had come apart at the bottom of the drip chamber".

Manufacturer narrative:
Medical device expiration date: unknown. Cm42500e-07 510k: this is an international code - the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 42500e-07. The 510k number provided is for the domestic similar product: k931173. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.